Event description:
On 11/02/2006, nellcor puritan bennett received a report of interface/installation issues on a 7.5mm hi-lo endotracheal tube. The caller reported: "as a doctor intubate and connects an anesthesia circuit after cuff test, the 15mm connector easily disconnects within 30minutes. The distal part of the tube body which 15mm connector connects tears along with x-ray transmission line. The doctor cuts off the part on tube and returns as a failure sample." The caller did not state whether patient was re-intubated. At this time it is unknown what exact failure the caller is trying to report.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this complaint is not available for evaluation.